Event description:
Complainant alleges that the staff was treating a 57 year old male pt for cardiac failure. They shocked the pt at 200 joules, then attempted to shock a second time at 200 joules. The device did not discharge on the second attempt to shock. They were successful on their third attempt to shock. The staff was able to obtain another device when the malfunction occurred. The pt subsequently expired. There was no info from the complainant indicating that the pt outcome was a result of the alleged malfunction.